Event description:
It was reported to philips that the clinical mode on the defibrillator was determined to not be available because while running operational checks the disabled equipment error appeared. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. There was no reported patient involvement/adverse patient impact.